Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigators were unable to confirm the original dim display complaint due to secondary issue in the form of blank display. During investigation, the pump powered on to a blank display with intact audible and vibratory alerts. The blank display was determined to be due to failed display flex. A test display was able to function properly. Unrelated to the original complaint, the battery compartment and the pump casing were noted to be cracked. A battery compartment leak was diagnosed and corrosion was observed in the battery compartment and on the transceiver board.